Event description:
It was reported a filter did not appear to open completely following deployment via a femoral approach. An attempt to manipulate the filter into a complete opening with a catheter was unsuccessful and resulted in the filter moving cephalad above the renal veins. A snare was then advanced via a brachial approach to stabilize the filter while another snare was utilized via a femoral approach to successfully retrieve the filter. Upon removal of this filter it was noted the filter legs were encased in a clear membrane, origin undetermined. Another filter was successfully placed and the pt's condition is good. The device is currently being evaluated by this MFR. Therefore, without an eval co is unable to determine the cause for this event. Upon completion of eval, a supplemental medwatch will be forwarded under the appropriate sequence number.